Event description:
One pt's sample generated chevron symbols (>>>>) in place of result values for the hemoglobin parameter on the cell-dyn 1700 analyzer. The customer noted that the rbc and hematocrit values were depressed. The customer suspected a cold agglutinin and pre-warmed the sample and retested with a hemoglobin value of 7.1 g/dl. This result was reported out of the lab. A new sample was drawn approx four hours later with a hemoglobin result of 10.5 g/dl. The customer then retested the initial sample and generated a result of 10.8 g/dl. All controls and background counts have been within specs. There is no impact to pt management reported.